Manufacturer narrative:
Additional information evaluation method codes (2): 4110. Changed section d. Suspect medical device serial # (B)(6) to blank. The reported serial # (B)(6) is invalid. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message. The user tried to get the sensor to work multiple times, but ended up using the central line instead. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message. The user tried to get the sensor to work multiple times, but ended up using the central line instead. There was no reported injury to the patient.